Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user attempted to log in but received an error message stating that authentication had failed. The technical support specialist informed the customer to provide the user ID. The customer mentioned that the issue had already been resolved. At that time, customers were able to log in to the station and pull up medications for the patient. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the user attempted to log in but received an error message stating that authentication had failed. The customer reported that the malfunction took place when the user tried to dispense medication to the patient and that there was no impact. There were no adverse events or injuries reported based on this incident.